Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. The device history record (DHR) was not reviewed as the device serial number was not provided.

Event description:
It was reported that a patient with a 21mm 3000j aortic pericardial valve has been placed under consideration for a valve-in-valve procedure after an unknown duration of implantation due to aortic stenosis and regurgitation secondary to structural valve deterioration. The patient presented with heart failure and dyspnea on effort. The device was not returned for evaluation as it remained implanted.

Manufacturer narrative:
H10: additional narratives: updated h6 per new information received. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.